Event description:
The facility reported an infusion pump with batteries not charging. The event was reported to have occurred during biomed testing. The hospital representative stated no patient injury had been reported. Though requested, no add'l info was provided regarding the demographics of the pt, the medication involved or the device programming. No add'l contact info was available.